Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250-380 mg/dl) with a moderate level of ketones and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer acknowledged the information and had no further questions.